Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent oversensing of atrial flutter and pacing inhibition that resulted in inappropriate shock. This intermittent oversensing occurred approximately 20% of the time and was decreasing the pacing percent. It was also noted that the patient was having premature ventricular contractions (pvcs) which decreased the bi-ventricular pacing percentage. This right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.